Manufacturer narrative:
(B)(4). D10: cat# 11-300815, lot# 66430826 arcos, 15x150mm spl tpr dist. Cat# 11-301311, lot# 66255374 arcos con sz a hi 60mm. Unk competitor head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient dislocated, and the liner came out of the cup. The surgeon wants to revise to a triflange. It was reported that the surgeon took out the cup and the proximal body of the arcos and replaced them with spacers in order to get better CT imaging for planning. The head is competitor product. The patient has not been scheduled for a revision yet. Attempts have been made, and no further information could be provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was identified that both the shell and liner and the liner and competitor head are not compatible. As per the shell IFU, "do not use components of the trabecular metal acetabular revision system (tmars) with components of any other system or manufacturer unless authorized by zimmer biomet. To determine whether these devices have been authorized for use in a proposed combination, please contact your sales representative or visit the zimmer biomet electronic labeling service (elabeling) website." As per the liner IFU, "do not use components of the g7® acetabular system with components of any other system or manufacturer, unless authorized by zimmer biomet. To determine the devices that have been authorized, visit the zimmer biomet website." As per the cone body IFU, "do not use components of the arcos® femoral revision system with components of any other system or manufacturer, unless authorized by zimmer biomet." It is unknown if these off-label usage may have caused or contributed to the reported event. A definitive root cause cannot be identified. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.